Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system would not open the gantry doors. They tried to reboot the system twice without success. They then were resetting home. They were going to call back if the resetting home movement did not resolve the issue. No patient was present.